Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
While investigating a report of an impactor damaging an implant during use, it was determined that the patient had later rehernated and a reoperation was performed. The damaged portion of the implant was removed during this revision surgery.